Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the craniotome device neuro tip and bearings were damaged, the identification was unreadable, the ball bearings had fallen apart, the balls, cages,inner rings and triangle symbol were missing and the crani bracket was damaged (abrasion). The device failed following inspection criteria during pretest: cutter insertion, lock operation, visual assessment, temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.